Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. It was suspected that the noise was caused by interference from a previously implanted lead. During revision, the rv lead could not be repositioned. The rv lead was capped and replaced. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. It was suspected that the noise was caused by interference from a previously implanted lead. During revision, the helix of the rv lead failed to extend and the rv lead could not be repositioned. The rv lead was capped and replaced. The patient was stable and there were no adverse consequences.